Event description:
The physician reports having a carotid dissection with the neuron 070. He was trying to place the catheter beyond a loop in the carotid to achieve a higher catheter position for coiling a ruptured aneurysm. The catheter tracked very easily to the desired position, but there was no back-bleeding as it had entered a false lumen and he had to withdraw slightly. The physician stated he could then not coil the aneurysm and the patient needed clipping. The physician states that this incident is not necessarily device related. Later email communication indicates that the physician equates "entered a false lumen" with vessel dissection.

Manufacturer narrative:
Method: the DHR of this lot has been reviewed and is attached. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15401). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15401) indicated that 100% inspection of the devices resulted in 47 rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all aprts released met specifications. The parts released in this lot met process requirement.